Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. At this time, product has not been received by adc. An extended manufacturing review was conducted for the sensor lot and sensor kit pack lots associated with the freestyle libre 3 plus sensor with serial number: (B)(6). The review concluded that the sensor lot: 1001067003 met all specifications during sensor manufacturing and component release testing. All measurements reviewed are within specifications. The sensor kit pack lot: t60003568 was also manufactured following the validated parameters and the quality inspections and testing were successful. In addition, the device history records (dhrs) for the product were reviewed and the dhrs indicated the libre sensor and sensor kit meets per its specification prior to release to distribution. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. In the event that product is received, the case will be re-opened, and a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. Attempts were made to obtain additional information. As abbott diabetes care became aware of this report through legal action, all follow-up activities were conducted through the plaintiff¿s legal representative. On march 3, 2026, abbott diabetes care submitted a written request for additional information, including follow-up questions, to the plaintiff¿s counsel. On march 4, 2026, a follow-up inquiry was made to assess the status of the response. No additional information was available at the time of this report. Abbott diabetes care will submit a supplemental report should additional information become available. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. According to the caregiver, the patient had used the freestyle libre sensor for nearly three years without any problems. The caregiver stated that on (B)(6) 2025, the patient began receiving critically inaccurate sensor readings. On (B)(6) 2025, the patient awoke in response to a critically low glucose reading. Relying on the device's alarm and reading, the caregiver administered coffee and sugary foods to elevate glucose levels. The caregiver attempted to maintain sensor readings at approximately 68¿69 mg/dl throughout the morning. It is unknown whether the caregiver observed a trend arrow on the device. After consuming sugary foods, the caregiver noted that the patient¿s voice became unusually slow and quiet. Emergency medical services (ems) were contacted, but before their arrival, the patient lost consciousness. Paramedics arrived after approximately five minutes and recorded a blood glucose level of 511 mg/dl, indicating severe hyperglycemia. Resuscitative measures were initiated at the residence prior to hospital transport. Upon arrival at the intensive care unit (ICU), the patient was in cardiac arrest and exhibited an altered level of consciousness. Additional resuscitation efforts were performed in the ICU due to metabolic acidosis, hyperglycemia, and leukocytosis. The patient received broad-spectrum antibiotics and vasopressors and underwent multiple diagnostic tests. Several episodes of cardiac arrest occurred during transport to a computed tomography (CT) scanner. The patient was found unresponsive on (B)(6) 2025, the day after ICU admission. The caregiver reported that the product had been used in accordance with manufacturer guidelines, the user manual, and abbott-provided instructions. The caregiver also stated that no device malfunctions had occurred during the preceding three years, except for the incident involving inaccurate readings and subsequent death. The caregiver alleges that the abbott device caused the patient's injuries and death. No autopsy report or death certificate was provided. The official cause of death remains unknown, and no additional information has been obtained. Based on the information currently available, it is inconclusive whether the adc device caused or contributed to the reported death.